Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the unit displayed a e101 (temperature switch error) while the unit is in use. The "e101" error was displayed when the unit overheats and triggers the spare lamp. The unit was clogged with debris and dust (inside and vent area) and will be cleaned out during repair. The unit also had a non-olympus lamp installed 50 or more hours. There was cosmetic damage (front panel was faded and broken; top cover's vent was rusted) and had a corroded scope socket (causing intermittent image display). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown procedure, the spare lamp light kept coming on even after the bulb was replaced several times on the evis exera iii video system center. Additionally, the unit screen has gone black three times. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the unit overheating and dust/debris being inside the device could not be identified. Olympus will continue to monitor field performance for this device.